Manufacturer narrative:
The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that all of the buttons on the insulin pump were frequently unresponsive. The patient's blood glucose value at the time of incident is unknown. The pump had not been dropped or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.